Event description:
It was reported the device was used during a gastrectomy. It was reported the surgeon was using the tx60 for gastrectomy and the device misfired. The cartridge was removed and another loaded. The surgeon had another misfire. The surgeon finished the case with a tl stapler. There was no consequence to the pt. Rep returning both reloads with the device.